Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved cartridge was used with a handpiece. Not enough information was provided to conduct a review on the cartridge lot. The lens model associated with this complaint is not qualified for use in the cartridge used due to the diopter. It is unknown if the approved viscoelastic was used from the duopack of viscoelastic. The product investigation could not identify a root cause. Additional information indicated an unapproved lens/cartridge combination was used. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 12/10/2013. (B)(4).

Event description:
A technician reported that a patient experienced an unexpected outcome of blurry vision following an intraocular lens (iol) implant procedure. There are no plans for further intervention at this time. Additional information has been requested.